Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt/layperson reported to a customer care advocate, cca, that her ultra meter would not power on despite having changed the batteries. The issue began in 2007. The pt took no actions with regards to her diabetes medications after the issue began. The pt further claimed that after the alleged issue began, she began to have thirst, blurry vision, and dizziness. On another meter, her blood glucose was 149 and 189. No medical intervention was received. All products were replaced. Because the pt alleged she experienced symptoms suggestive of hyperglycemia after the issue began, this complaint is classified as an adverse event.